Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer experienced high blood glucose level. The customer had reported symptoms such as difficult breathing, agitated and was treated with insulin pens. Customer's blood glucose value was 411 mg/dl at time of incident. Customer's current blood glucose value was 500 mg/dl. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer declined to check their settings. Customer could not perform high pressure test and self test was performed and test passed. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.